Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were not detected on bus and could not recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) worked with the customer and found that drawers 2-1 and 2-2 pockets were not detected on the bus. The fse reseated the row board cables and tested the drawers. All tests were completed successfully. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.